Event description:
It was reported that during a coronary angioplasty, "the balloon was broken." The 60% stenosed, concentric, de novo lesion was located in the uncalcified, untortuous right coronary artery. Access was obtained via the femoral artery. Using a 6f non-bsc guide catheter and a non-bsc guidewire, the physician advanced the 3.00x24mm promus element stent delivery system inside the patient and the balloon broke. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).